Manufacturer narrative:
Device lot number and expiration date unavailable. Device manufacture date unavailable.

Event description:
A lead extraction procedure commenced to remove two leads: a right atrial (ra) and a right ventricular (rv) lead due to infection. A small effusion was noted pre-procedure. Spectranetics devices in use: glidelight device, model 500-302, lead locking devices (lld) in each lead and a 33 cm visisheath. The physician attempted to remove the rv lead first. He noted a great deal of binding throughout the innominate vein to the junction of the superior vena cava (svc). Due to stalled progress, he changed focus to the ra lead. Although the physician was able to make further progress through the binding to the svc/ra junction, the patient's blood pressure dropped. A trans-esophageal echocardiogram revealed a worsening effusion. Rescue efforts began immediately, including CPR, sternotomy and bypass. A long tear on the posterior aspect of the svc, extending from the bifurcation of the brachiocephalic veins to the svc/atrial junction was discovered. The tear was successfully repaired. Once the patient was stabilized, the remaining leads were removed. The patient survived the procedure.